Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Complaint investigation results: a complaint investigation has been initiated for record pr (B)(4) on 08-may-2025. Device history record (DHR) review: the lot 6004787 was manufactured according to the work instruction (wi) version 78 on 20-aug-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on 08-may-2025 against harm code no malfunction based on complaint information, malfunction code no malfunction describe and lot 6004787 and no more complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: austria.

Event description:
Reference number (B)(4). Event occurred in austria. It was reported that the patient faced a high blood glucose event on (B)(6) 2025. Therefore, the patient was hospitalized on (B)(6) 2025 due to high blood glucose level of 650 mg/dl and the patient was unconscious. During hospitalization, the patient was treated with intravenous drips. The patient stayed in hospital for six days. No further information available.